Event description:
A report was received that the recently implanted patient's ipg would not connect with the charger. An x-ray confirmed that the ipg was correctly implanted with the writing side up, however it was tipped in the pocket. The patient underwent a pocket revision procedure wherein the ipg was repositioned closer to the surface. The patient was reportedly doing well following the procedure.